Manufacturer narrative:
In the third incident reported by the pt, pt stated that his readings were cgm 37 mg/dl, bg unk. However, the cgm reading provided by the pt is incorrect because the dexcom cgm reports glucose readings from 40-400 mg/dl only. The system will provide a reading of "low" when the glucose reading is less than 40 mg/dl and "high" when the glucose reading is greater than 400 mg/dl. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he experienced three incidences of the receiver not alerting him during an extreme low. In the first incident, pt was found unconscious at work, woken up, and subsequently recovered w/o medical intervention. Pt checked his bg (76 mg/dl) but not his cgm reading, and reported that his cgm low alarm, set at 100 mg/dl, did not sound. In the second incident, pt lost consciousness as he was crossing a parking lot. A passerby found him and helped him up. Pt then drove to a medical center for assessment. Pt surmises that he had a bg in the low 80 mg/dl range at the time of the event. In the third incident, pt lost consciousness from a grand mal seizure, and his wife called 911. His readings at the time were cgm 37 mg/dl, bg unk. Pt reported not hearing the cgm alerts during all three episodes. Pt's right arm was hurt due to the grand mal seizure, but he was otherwise fine at the time of his call to dexcom. This is MDR 3 of 3 for the complaint. See MDR #3004753838-2011-00169 and 00170 for reports 1 and 2 of 3, respectively.